Event description:
It was reported through a social media post that customer's site was bleeding badly. Customer also reported that the insulin pump shuts off unexpectedly, even when customer does not press any buttons. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.